Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, felt unwell and a difference in sensor glucose and blood glucose readings. Also reported receiving change sensor alert. The customer reported blood glucose of 58 mg/dl. The customer was treated by having some cookies. The event involved product(s) mmt-332a, mmt-242a, mmt-7040a, mmt-1884l. Troubleshooting was partially performed for hypoglycemia. It was unknown that the insulin pump was used within 48 hours. It was also unknown that the auto mode feature was active at the time of the event. Troubleshooting was performed for difference in readings. The customer blood glucose was 58 mg/dl and sensor glucose value were 90 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values is not within range. Insulin delivery was not suspended due to difference. No further patient complications were reported. No product return is required for mmt-332a, mmt-242a, mmt-7040a, mmt-1884l.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the one returned used sensor and performed a visual inspection. Checked for physical damage and none was found (under naked eye). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaint of unexpected sensor alerts was not confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.